Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included a cut out of the header bag information, guidewire, arteriotomy locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The anchor was not visible within the distal tip. No other damage or issues were noted. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and the distal tip of the carrier tube protruded from the sheath with no internal components. The sheath and carrier tube were then separated where it was observed that the suture had been cut. The device sleeve was then removed from the carrier tube where it was found that the suture was completely unwound. The complaint was confirmed for assembly difficulty. The exact root cause was unable to be determined. The likely cause was determined to have been an excessive insertion depth of the sheath preventing during sheath/carrier tube assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal device came out and the lock was defective. After percutaneous coronary intervention (pci), the angio-seal poly-foil pouch was opened, and hemostasis was performed per the normal procedure. After confirming that blood was flowing from the drip hole, the locator and guidewire were removed from the insertion sheath, and the angio-seal device was attempted to be inserted into the insertion sheath. However, the physician did not feel that the device was completely inserted into the insertion sheath. The device was pushed into the insertion sheath with considerable force, but the sheath and the device could not be snap together properly. The physician then pulled the device back while holding the sheath steady. However, the device was withdrawn without being snap-locked into the rear position. The entire device was removed from the patient and manual compression was applied to achieve hemostasis for half an hour. Subsequently, hemostasis was successfully achieved by manual compression only. The physician requested that the locking mechanism of the device be investigated for defects. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 mm. The estimated blood loss was less than 250cc's. There was no patient injury or surgical intervention required. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury. No equipment or other devices were used with the involved product.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy; a2: age or date of birth: not available due to hospital policy; a3a: sex: not available due to hospital policy; a4: weight: not available due to hospital policy; a5: ethnicity: not available due to hospital policy; a6: race: not available due to hospital policy; d6a: implanted date: device was not implanted; d6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.